Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that about the last 2-3 months they are going to the bathroom more frequently and starting to leak again. Patient also reported that they would experience a zapping sensation at the battery site and that it happens randomly and is not linked to a specific position. Patient (pt) stated that they felt like the battery was moving inside their back and felt like the ins had flipped and this stated when they lose weight. Patient further stated that they felt a tapping sensation but mentioned that they are not no longer feeling the tapping sensation.  Pt states they had shut the stimulation off for like a week but then had a return of symptoms. As for the cause of the reported issue, patient stated they have not had any fall or trauma that led up to this. On 02-sep-2021 patient called back and stated that they had the device checked by their health care professional(hcp) on (B)(6) 2021 and the hcp confirmed that there was no issue with the device. It was also confirmed that the device had not flipped but that it was just their skin moving. The system was also checked and they did not see any leads dislodged or anything. No further complications were reported/anticipated at this time.